Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the drill chuck device opened when in use, which caused the burr device to not stay locked and in position. It was further reported that the locking part of the device was defective and the connecting part of the device did not function properly. The reporter stated that it was difficult to unlock and remove the device. It was not reported if the device was used in surgery or if there was patient involvement reported. There were no delays in a scheduled surgical procedure. A spare device was not available for use. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was generally worn out. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available a follow-up medwatch will be filed as appropriate.